Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Reference mfg # 2023826-2016-00691 for left eye (os). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -8.0 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that there were two returned lenses stuck together. The optic was torn/split and the haptic was torn/bent/broken/deformed. (B)(4).